Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
Edwards received information that a bioprosthetic mitral valve, implanted approximately twelve (12) days, was explanted due to unknown reasons. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received.